Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe lower abdominal cramping') in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("severe pelvic pain / pain"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (diagnostic laparoscopy and bilateral salpingectomy with essure coils removal). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: she did not experience these events prior to implantation of the essure device. Hospital notes mention that the surgery was necessary due to lower abdominal cramping that could be incapacitating. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: bilateral fallopian tubes had occluded.. Ultrasound scan - on (B)(6) 2015: results: unremarkable. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2020: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe lower abdominal cramping') in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("severe pelvic pain / pain"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (diagnostic laparoscopy and bilateral salpingectomy with essure coils removal). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: she did not experience these events prior to implantation of the essure device. Hospital notes mention that the surgery was necessary due to lower abdominal cramping that could be incapacitating. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: bilateral fallopian tubes had occluded.. Ultrasound scan - on (B)(6) 2015: results: unremarkable. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received : new event added (abnormal bleeding ). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe lower abdominal cramping') in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c, gravida and parity 2. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("severe pelvic pain / pain"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (diagnostic laparoscopy and bilateral salpingectomies with essure coils removal). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: she did not experience these events prior to implantation of the essure device. Hospital notes mention that the surgery was necessary due to lower abdominal cramping that could be incapacitating. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: bilateral fallopian tubes had occluded.. Ultrasound scan - on (B)(6) 2015: results: unremarkable. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2021: mr received. Reporter information, patient's date of birth and other relevant history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal cramping") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("severe pelvic pain"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and abdominal pain ("severe abdominal pain"). The patient was treated with surgery (bilateral salpingectomy and essure coils were surgically removed). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower and pelvic pain to be related to essure. The reporter commented: she did not experience these events prior to implantation of the essure device. Hospital notes mention that the surgery was necessary due to lower abdominal cramping that could be incapacitating. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: bilateral fallopian tubes had occluded. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.